Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The iol was returned inside the iol case in several segments adhered to each other. Sufficient amount of solution is dried on the segments. The iol segments are cracked/scratched. The associated qualified company cartridge was returned. Viscoelastic was observed in the cartridge. A torn piece of the lens was observed just past the loading area. The lens portion was smashed against the left side of the cartridge interior lumen. The cartridge tip had stress lines. The cartridge has evidence that it was placed into a handpiece. The company cartridge was cleaned for further evaluation. The lens portion was removed during cleaning. Top coat dye stain testing was conducted with acceptable. The complainant states the use of a viscoelastic which is not qualified to be used with the associated lens/company cartridge combination when used with any model of the another company injector handpieces. The root cause for the reported damage may be related to a failure to follow the dfu. An associated unspecified another company injector was indicated. The viscoelastic indicated was not qualified for use with the lens/company cartridge combination when used with any model of the another company injector handpieces. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during the cataract surgery, an intraocular lens (iol) cracked during implantation. The iol was removed and replaced with another iq iol with the same diopter. There was no reported patient harm and the surgery was completed the same day.